Manufacturer narrative:
Photos associated with the complaint were returned for analysis. Review of the customer supplied photos confirmed the blood leak as photos showed blood on the inside of the centrifuge. However, the root cause for the leak could not be determined based on the photo analysis. Complaints are tracked and trended on a regular basis. No new or additional CAPA is required based on this complaint. (B)(4). Device not returned.

Manufacturer narrative:
This system was used for treatment. Kit lot e102 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category centrifuge bowl leak/break or alarm #7: blood leak? (Centrifuge chamber). This assessment is based on the information available at the time of the investigation. Analysis of the photos provided by the reporter is still in process at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4).

Event description:
Customer reported a blood leak in the centrifuge chamber during purge air. The treatment was not performed with a blood bag under the physician decision. Operator stated the leak is not visible and the quantity of blood in the bowl is 140 ml, in the return bag is 50 ml. Alarm #7: blood leak? (Centrifuge chamber) correctly occurred. Operator stated the kit was correctly installed and the prime procedure was successfully completed with no issues. Operator closed the clamps of the patient lines and aborted the treatment. No other medical action was taken. The leak detector in the centrifuge chamber was reported to be in good state. Patient reported to be stable. Customer provided photos for evaluation.